Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user dropped the ilet, resulting in a cracked screen in the upper left area and a touchscreen that only permitted device unlock and did not allow entry of the pairing code for a new sensor. Symptoms included no injury or adverse clinical effects. Outcomes included provision of a replacement device and instructions on data sync, shutdown, return of the damaged unit, and continued cgm use with phone or receiver. Investigation included remote troubleshooting and education with verification of device serial number and shipping details. Investigation of this case revealed a damaged display/touchscreen consistent with physical impact, leading to impaired user interface function that prevented normal operation. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.